Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: tlh. Whilst clipping across small vessel, the handle crunched and jaws locked and the handle wasn't able to be reopened. Additional information from territory manager (B)(6) 2018 4.25pm: did the device jam while on a vessel? It wasn¿t particularly evident, but it would appear that the vessel was torn, but the bleeding was controlled. The device seemed to come away from the tissue easily. Patient status: patient did not occur injury.

Event description:
Procedure performed: tlh whilst clipping across small vessel, the handle crunched and jaws locked and the handle wasn't able to be reopened. Additional information from territory manager 23 oct 2018 4.25pm: did the device jam while on a vessel? It wasn¿t particularly evident, but it would appear that the vessel was torn, but the bleeding was controlled. The device seemed to come away from the tissue easily. Patient status: patient did not occur injury

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of a jammed device. The event unit was disassembled and engineering observed that the ratchet lever had popped out of place and was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by a change that was made to the ratchet lever, which resulted in it being more susceptible to damage and popping out of place. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented a device enhancement intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.